Event description:
The user facility reported a 70-year-old male of unknown ethnicity and race in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The cp was placed however the team observed signs of hemolysis. The team attempted to troubleshoot with p level adjustment and pump repositioning. The team additionally removed the heparin but, to date did not yet infuse any blood products for the hemolysis. The pump remains on for support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the hemolysis has been completed. No product was returned for analysis. The data logs were reviewed and there were no suction alarms, positioning issues or motor current spikes. Additionally, there was no trend in the placement signal. The root cause of the hemolysis cannot be determined due to lack of product returned and insufficient clinical details. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added h6 component code 925 corrections to the initial MFR report: added d6a/d6b f6/f8 should have been left blank.